Manufacturer narrative:
(B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned the single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2023-10064, 2210968-2023-10065, and 2210968-2023-10066 citation: bmj publishing group limited 2023. Https://doi.org/10.1136/bcr-2022-254240.

Event description:
Title: outcome of combined single-loop fixation of intraocular lens with ahmed glaucoma valve implantation. The aim of this study is to highlights the outcomes of single-loop fixation of iol (intraocular lens ) with agv in a post-traumatic setting and subsequent management of complications. Included in this study is a girl in late adolescence came with complaints of diminution of vision, photophobia and pain in the right eye for the past 2 months following a fire-cracker injury. Corneal traction suture was applied using 6-0 mersilk. The eyelets of the plates were fixed to the episclera using 8-0 nylon ethilon and the scleral flap was then repositioned using 6-0 polyglactin 910 vicryl and the conjunctiva was sutured using 8-0 polyglactin suture. Reported complications: increased intra ocular pressure (n-1) tenon cyst(n-1) conclusion: the combined approached of single- loop fixation of pciol with agv implantation is an effective procedure for rehabilitation of post traumatic open glaucoma with 180 degrees inferior capsular rim remnants and extensive conjunctival scarring.